Event description:
Pt presented with irritation 10 months post a bilateral bunionectomy and hallux vagus. A second surgery was performed for implant removal. It was noted the implant had not resorbed. This device is used for treatment.

Manufacturer narrative:
The customer's complaint was not confirmed. The returned implant was tested for the percentage of degradation as a function of loss of 2 material properties affected during the degradation process; molecular weight (mw) and inherent viscosity (IV). The implant exhibited a 57% loss in mw and 51% loss in IV. Since degradation takes place at the molecular level, visible signs of degradation may not be present. Degradation studies performed during design development indicated strength at this mw and IV level is typically exhibited at 12 weeks for in-vitro testing. The testing also indicates no loss in mechanical properties at the 57% loss in mw. DHR review nothing revealed nothing relevant to this event. Allergic-like reactions are possible adverse reactions in product dfu. Pt sensitivity to the material being implanted should always be considered prior to implantation. A definitive conclusion for this event could not be determined.